Event description:
The customer reported that when the battery test pushbutton was pressed on the css console backup controller, the pushbutton turned red immediately. The customer also reported that there was no issue with the primary controller, the reported issue had no impact on the pt, and that the pt continued to be reported by this css console. This alleged failure mode poses a low risk to the pt because it did not prevent the css console from performing its life-sustaining functions. The css console has a redundant primary controller. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.